Event description:
It was reported by the customer that a pyxis medbank system bio ID was not working, so they reset the aio and it was not turning on. The customer stated that due to this malfunction user was not able to issue/remove medication's to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, d5, e3, h6. E1 - facility name: (B)(6). A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that power cord was pulled out powering device down. The field service engineer tried to relief a loop in power cord to prevent the cord being pulled out again. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the power cord had been pulled out powering device down it was the only issue. Field service engineer tried a relief loop in power cord to prevent the cord being pulled out again. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system bio ID was not working, so they reset the aio and it was not turning on. The customer stated that due to this malfunction user was not able to issue/remove medication's to the patient. There were no adverse events or injuries reported based on this event.